Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient received inappropriate antitachycardia pacing therapy for atrial flutter with rapid ventricular response. No patient symptoms were reported. Programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented via merlin.net with inappropriate atp and hv therapy for svt. The device initially diagnosed a>v rate branch with morphology and interval stability indicating svt. The final diagnosis was vt with av interval delta indicating vt. Programming changes were recommended. The patient continued to be monitored with routine follow-up.